Event description:
Cervical MRI was taken on (B)(6) 2013. Surgery was on (B)(6) 2013. The first postoperative film was taken in the office on(B)(6) 2013, looked good. On (B)(6) 2013, an additional film was taken (looked good), but in retrospect the screw had come out at c4 (the doctor didn't note this the first time). Another film was taken on (B)(6) 2013, four months postoperative, the c4 screw is out and the screws in c5 are now fractured. There were no patient injuries sustained during the procedure or resulting from the procedure. The patients symptoms prior to surgery consisted of progressive instability and numbness in both arms.

Manufacturer narrative:
(B)(4).